Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on or about (B)(6) 2013 for birth control. Shortly after the essure procedure, she began experiencing heavy bleeding and cramping, among other injuries. In or around (B)(6) 2015, the plaintiff sought medical attention for her symptoms. In or around (B)(6) 2015, the plaintiff underwent surgery to remove the essure device. Follow-up received on 16-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, begun to experience heavy bleeding. The patient underwent a surgery to remove the devices two years after the insertion. This event, seen as genital bleeding, is listed in the reference safety information for essure. Considering the positive temporal relationship and the fact that genital bleeding may occur during essure use, causality between the reported event and suspect insert cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.